Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector region of the lead was returned for evaluation. Visual examination found one internal insulation abrasions breaching the ring electrode lumens. The etfe coating of the ring electrode cable was intact in this region.

Event description:
This report is to advise of an event observed during analysis.